Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device did not fire the clip correctly. The clips were not coming out of the device. A new device was used. The procedure was completed without any impact to the patient.

Manufacturer narrative:
(B)(4). Jaw or cam interface is disengaged the analysis results found that the device was received with the jaw and cam ramps disengaged. This condition would not allow the jaws to collapse in order to properly form the clips. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. The batch record was reviewed and no anomalies were noted during the manufacturing process.